Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, green stripes were displayed. However, the definitive root cause of the faulty charge coupled device unit could not be determined. The issue may have occurred due to user mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a green image was displayed due to a defective charged coupled device (r-unit). Furthermore, the following additional issues were identified during inspection: leak on video cable and outer tube that led to water invasion, a dented outer tube, and an ineffective tesu board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", displayed a green image. The issue was found before an unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm.